Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range pacing impedances on this non- boston scientific right atriai (ra) lead measuring greater than 3000 ohms. It was noted there was minute ventilation (mv) noise that resulted in several atrial tachy response (atr) however, the noise was not being sensed. Technical services discussed possible causes and recommended to continue to monitor. The patient is not dependent on therapy. At this time, the ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).